Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03515 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 large capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, at the start of the procedure the jaws/cups were confirmed to open and close. When the physician was trying to obtain a biopsy sample inside the patient, the pull wire broke from the jaws/cups. Another radial jaw 3 large capacity single-use biopsy forceps device was used and had the same result. The procedure was completed with a third radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). The sample is not available.

Event description:
(B) (4) clinical study. Same case as MFR ID#: 2134265-2010-02387. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain, st elevation, stent thrombosis and in stent restenosis. The 95% stenosed and 10mm long bifurcated de novo target lesion was located in the proximal left circumflex artery (lcx) with a reference vessel diameter of 3mm. The lesion was treated with direct stenting of a 3.0x16mm taxus express2 stent proximally with a maximum inflation pressure of 16 atm followed by placement of an overlapping 2.5x8mm taxus express2 stent distally. No complications occurred. Medications taken at time of index procedure included bivalirudin, aspirin, clopidogrel, betablockers, ace inhibitors and statins. The patient was discharged 4 days later. 747 days post index procedure, the patient presented with chest pain and was diagnosed with st elevation via ECG and subsequently underwent cardiac catheterization. Current medication included cardiloc, pravalip, tritac, and aspirin. Angiography identified thrombosis in the lcx at the overlapping segment of the two previously placed taxus express2 stents with timi-0 flow. Following thrombectomy, timi-3 flow resumed and residual stenosis was 70%. The remaining lesion was treated with placement of a drug eluting stent overlapping with the previously placed stents resulting in 0% residual stenosis. The event was considered resolved and the patient discharged 4 days later. It is the opinion of the physician that this event is possibly related to the taxus express2 device.

Manufacturer narrative:
(B) (4). The following additional information was obtained by global pharmacovigilance on 04/29/2010: the customer indicated that the patient was in critical condition prior to the drop in blood pressure and that the event of drop in blood pressure resolved after the stopcock was changed. No further treatments or interventions were reported. Per the customer, at the time of obtaining this additional information, the patient remained in critical condition unrelated to the drop in blood pressure, dopamine, or stopcock leak. No other adverse events were reported and no further information could be provided.